Event description:
It was reported that the patients stimulator had moved to patient's side. Patient's physician was aware and was not going to move the device until the patient needed a battery change out. The patient's therapy was working fine. It was reported that had "ran out" of charge the night prior to report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 377645, lot# v008188, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).